Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown cathena blood leaks out of control plug. It was reported by customer that cathena IV bleeding back, not being blood controlled. Verbatim: cathena IV bleeding back, not being blood controlled.